Event description:
Reference number: (B)(4). Event occurred in canada. It was reported that the patient experienced a high blood glucose event of 575mg/dl on (B)(6) 2026. The patient received treatment with pump and the event subsequently resolved. The cause of the event was not known. No further information is available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.